Manufacturer narrative:
Continuation of d10: 4965 lead implanted: (B)(6)2022 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted due to premature battery depletion. It was noted that the left ventricular (lv) lead exhibited high threshold measurements and the right ventricular (rv) lead was worn and exhibited high threshold measurements. Reprogramming was performed on the rv lead, but the issue could not be resolved. It was noted that the left ventricular (lv) lead output voltage was reduced, and the pulse width was increased while ensuring the pacing of the lv lead. The rv lead was explanted and replaced, and lv lead remain in use. No patient complications have been reported as a result of this event.